Manufacturer narrative:
Evaluation: the device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system dissection tip broke outside the patient with no other patient effects reported. A dissection tip from an accessory kit was used to complete the procedure. The occurrence date is unknown. The product was discarded.